Event description:
Purchased a dermalux flex led device mar 22 lights failed aug 22. The device wasn't physically checked but deemed beyond repair from a photo. Dec 23 cable wires exposed, popped loud and sparked when plugging in ( felt shocked and scared it could of ignited) the company just required a photo to diagnose faulty new cable received jan 24 august 24 lights failed on 2nd device and cable once again exposed the actual wires. This supposed to be medical approved and FDA. The device is flimsy and dangerous. Also your supposed to be able to use it on the body yet it leaves marks where's the bulbs are. Other are experiencing issues (this can be backed up). Ref report: mw5162347.